Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 91.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 5max ace was kinked. This type of damage typically occur due to improper handling during removal from the packaging. If the device is forcefully removed from the packaging hoop at an angle, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was kinked upon opening the packaging. The kinked 5max ace was noticed prior to use and therefore, it was not used in the procedure. The procedure was completed using a new 5max ace.